Manufacturer narrative:
(B)(4). Added additional information devices a and b were received in a good physical condition. The devices were connected to a test hand piece and a generator and both functionally were tested. There were no anomalies noted. The device s were fully functional and conforming to design specification the device (c) was returned with the distal tip of the blade broken off. The broken part of the blade was received along with the instrument. The remaining blade portion in the device was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Contact with metal (staples, clips) or other instruments while the instrument is being activated, during pre-op or general use, may result in cracked or broken blades, which may be identified by a generator solid tone or instrument error. The account also returned a surgical dvd which was reviewed. The (B)(4) came in close proximity to the karl storz fixation instrument with spiral shaped tip, which was screwed into the myomectomy. A good portion of the spiral tip was embedded into the myomectomy and it is probable, given the evidence of the analysis, that contact was made with the tip. The device returned had the tip broken off and the remainder of the blade was scratched, evidence on contact with another instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information provided: two devices were used in this operation. First device was reusable. Second device was new one. When first device was used soon, the doctor felt that it was too hard to cut the tissue. Therefore it was replaced with new device. When second device was used, error code was displayed (error code was unk). The device was reassembled after error occurred and then the system was restarted. The doctor confirmed that the tip of the device was not damaged during reassembling and continued to use it. (B)(6) 2010: CT scan was performed and the doctor confirmed that the broken piece of the blade was present at cul-de-sac of douglas and the reoperation was performed and then the broken piece was removed from the patient's body. The patient is stable. Myoma was about 3-4 cm and it was between membrana serosa and myometrium of front wall. Hospital sent dvd for review. During initial review of dvd, the blade came in close proximity to the karl storz fixation instrument with spiral shaped tip, which was screwed into the myomectomy. A good portion of the spiral tip was embedded into the myomectomy and it is possible that contact was made with the tip.

Event description:
It was reported that after a laparoscopic uterine myomectomy procedure, when the blade was cleaned, it was found that the tip of the blade was broken off. Although the doctor looked for the broken piece of the blade in the operation room, the broken piece was not found. As the operation was already finished and the abdominal closure was performed, an x-ray examination carried out after the patient was moved to the hospital ward. According to the x-ray examinations, there was the shadow which seemed to be a piece of the broken piece of the blade. The CT scan will be held to confirm whether the shadow is broken piece of the blade or not. As of (B)(6) 2011, it is not decided the reoperation was performed or not to retrieve the broken piece. The doctor commented as follows; an error occurred once, but no metallic sound was heard during the operation. The error code was unknown. The generator which was used with the device was restarted after the error occurred. There were very few possibilities that the device touched something hard such as a forceps, clips or staple lines. It had a difficulty in cutting the target tissue on the way, but it was unknown when it occurred. The device was not resterilized or reused. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
During initial review of dvd, the (B)(4) came in close proximity to the karl storz fixation instrument with spiral shaped tip, which was screwed into the myomectomy. A good portion of the spiral tip was embedded into the myomectomy and it is possible that contact was made with the tip.